Event description:
Endo gia universal roticulator stapler. Used 2 loads and one of the staple misfired, it stapled the tissue but did not cut as it supposed to. Surgeon has to manually cut the tissue. No harm done to pt.